Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 24 x 2.5mm, de novo target lesion was located in the mildly tortuous and non-calcified left circumflex (lcx) artery. The lesion was predilated and a 2.50 x 24mm promus elite drug-eluting stent successfully deployed. Significant resistance had been encountered advancing the device. Post deployment, a proximal edge dissection was noticed. A 2.25 x 20mm promus elite drug-eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.